Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and insulin pump error. The customer¿s blood glucose level was unknown. Customer performed self-test and they secondly received hardware low level failure error. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 4 alarm followed by pump error 63 confirmed in the history due to broken trace.